Event description:
Correction/additional information: the internal fixture was not explanted, only the abutment was removed.

Event description:
Per the clinic, the patient experienced infection at the implant site, and was treated with oral antibiotics. The device was explanted on (B)(6) 2021.